Manufacturer narrative:
Unit had no button response due to flattened dome switches on the esc, act, up arrow button and down arrow button (no creased). The keypad connector was locked. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Unit had minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube. No damage noted on the original battery cap (p). No crack noted on the display window or on the lcd glass.

Event description:
The customer reported via phone call that the insulin pump has 2 big cracks on the pump around the battery housing. The customer's blood glucose reading was unknown at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.